Event description:
There was no color change and high resistance with attempts to ventilate. The pedi-cap was removed and ventilation became easier.

Manufacturer narrative:
Reference MFR report # 2936999-2009-00545. This report is for the second pedi-cap that failed. The packaging material was not saved. It is unknown if the pedi-cap was of the affected recalled lot. Manufacturer has notified FDA of recall on 8/14/2009.